Manufacturer narrative:
(B)(4): the product was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: degenerative disc disease, stenosis procedure or technique used: navigated lateral l2-4 it was reported that on (B)(6) 2016, intra-op, corner of ptc implant broke off as surgeon was removing inserter from implant after final placement into the disc space. Damage occurred at the connection of the inserter end of the implant. The physician deemed that the structural integrity of the implant was not compromised and elected to leave it in. He did elect to use a different kind of implant for the second level. No patient symptoms or complications were reported as a result of this event.